Manufacturer narrative:
A lumenis service engineer visited the site after the reported event, and upon evaluation of the system had determined that the cause of the system going into 'standby mode' was exposed wires on footswitch. As the service engineer traced that fault to the footswitch; the footswitch had been replaced. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction. The device has not been returned for analysis; therefore a failure analysis of the complaint device could not be completed. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
A user facility reported that during a procedure in which a lumenis versapulse 100w laser was being utilized, the system kept going into 'standby' mode. Unable to continue with the system an alternate laser was brought in to complete the procedure. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.